Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: multiple power on reset events after a "replace battery" alarm were observed in history. Pump was returned with a crack alongside the battery compartment.threads on battery cap are stripped and are unable to secure.test battery cap was able to hold for testing. Pump exercised for 24 hours with no loss of power occurring. Dim display- letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.